Event description:
It was reported that during a sleeve gastrectomy procedure, at firing for the first time, the device did not work, did not staple nor cut. They finished with the endogia. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Shrouds. The analysis results found that an (B)(4) device was received in good visual condition and with no reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the device was disassembled to verify the internal components and the right and left shroud retention bosses were noted to be damaged. This evidence is consistent with excessive load applied to the closing and firing triggers; the shaft is retained in the shrouds by the two bosses. The knife can be restrained from advancing by excessive tissue thickness and firing across hard objects. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.